Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's compressor issue. The fse replaced scroll compressor to resolve the reported issue. The fse also completed preventive maintenance on the iabp, and all functional and safety tests were passed to factory specifications. Iabp was then returned to customer and cleared for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) compressor will not be able to reach the calibrated regulated pressure during the preventive maintenance (pm) output test . No patient was involved during this event. No adverse event was reported.